Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00274. It was reported the patient underwent surgical intervention on (B)(6) 2015 to replace the ipg (elective replacement) and during that procedure intraoperative lead testing revealed high impedances on multiple contacts. The lead was connected to the ipg and the physician closed the ipg pocket. However, post-operative programming was unsuccessful. Consequently, the patient was taken back to surgery. The physician repositioned the lead and tried troubleshooting which resolved the issue. Reportedly, effective stimulation was restored.